Event description:
The patient underwent bladder surgery in 2002, and absorbable sutures were utilized. The patient consulted their ob/gyn physician, and a reconstructive surgery was scheduled. During the corrective procedure, it was discovered that two of the sutures were not dissolved.